Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had unexpected restart and compromised force sensor alarm. The customer¿s blood glucose level was 85 mg/dl. The customer was assisted with troubleshooting. The customer stated that the drive support cap was normal, did not able to prime. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to a33 alarm. However, device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.